Manufacturer narrative:
Method: medical review. Results: medical review: os: reportedly iol (3-piece silicone) was removed intraoperatively. No reported problem with the lens. Prior to the lens insertion there was a tear in the capsular bag but the surgeon decided to try iol implantation despite the damage. According to the report the most likely cause of the capsular tear was patient related factor (anatomy issue) and was not iol related. Lens was removed without incision enlargement and different iol was implanted in the sulcus. No reported postoperative sequelae. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, the root cause of the event has been determined not to be lens related. (B)(4).

Event description:
The reporter stated the surgeon used an aq2010v three piece silicone lens. The capsule ruptured prior to lens insertion. The physician decided to implant the lens. After insertion, the surgeon decided to remove the lens. The lens was cut into pieces to remove from eye. The incision was not enlarged, no suture was used. No vitrectomy was performed. A non-staar sulcus lens was implanted. The reporter stated this event was due to patient anatomy and was not lens related. No cartridge or injector was used, the physician prefers to fold the lens to insert into eye.

Manufacturer narrative:
Pt weight: unk. Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Method: lens work order search. Result: visual inspection of the returned product found one loop haptic and pieces of optic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusions: (no device failure): based on the complaint history, the evaluation of the returned product and work order search , it has been determined that the root cause of this event was not lens related. The capsule ruptured prior to use of the device. (B)(4).